Event description:
The rep called back to follow-up on this case. The caller indicated that they met with the patient and the patient described experiencing the following symptoms: twinge sensation, burning feet, staggering, slurred speech, off balance, and dizziness. The patient reported that the symptoms continued when the ins battery was dead. The patient went to the ER and was directed to follow-up with an hcp. The physician directed the patient to meet with the mdt rep first, which is why the rep met with the patient today. The patient reported that they had been unable to charge the ins. The patient did not know how long the ins had been depleted. The rep was able to charge the ins, but the controller was 30% sothe controller depleted before the ins was charged to the point where the tablet could connect to the ins. The patient claimed that the controller was 100% charged before the appointment. The caller plans to meet with the patient again on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event was unknown. The patient was scheduled to meet with their physician to determine cause of symptoms and actions to resolve the issue, however the patient did not attend their appointment.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a brain MRI scan, a patient with a pain stimulation implantable pulse generator (ipg) felt stimulation in the belly area. The patient typically experiences stimulation in the belly and back area, and the sensation during the MRI felt similar to regular stimulation. Approximately 6-8 minutes into the scan, the patient informed the MRI technician about the sensation, leading to the scan being stopped. Upon checking the implantable neurostimulator with the controller, the therapy home screen showed group a active with stimulation off, and the MRI mode was prompting activation, indicating it was not active. The patient turned the stimulation back on at the MRI center, and it felt normal. The patient had a pelvic MRI the previous week without issues and is planning to travel for a procedure to address migraines, expressing concern about undergoing another MRI due to the previous experience.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.